Event description:
The customer reported that the probe of the ortho provue analyzer did not dispense into all the microtubes of the mts gel cards during testing. Incorrect or no dispense can lead to erroneous test results and transfusion of incompatible blood. The operator detected the issue preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer arrived at the customer site performed the diagnostic testing, and replaced the appropriate components. Repairs have returned the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since the repair.